Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that there are air bubbles by the reservoir in the tubing. Customer's mother reported that the customer has been experiencing high blood glucose levels as well. Customer's mother reported that the customer's blood glucose levels ranged from 257 to 497. Customer's blood glucose levels at the time of the incident were 349 mg/dl. Customer's mother stated that the approximate size of the air bubbles are bigger than champagne bubbles. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.